Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va0fvp5, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient expressed a few concerns about the therapy. She recently had a colonoscopy last month. She was not able to turn off the therapy because programmer did not connect to ins(stimulator). The patient was laying down on the hospital bed and rolled over to do it. She was not sitting or standing. The patient believes she had difficulty connecting because she was laying down and was rolling over while trying to use programmer. The patient did not try using programmer since then. The patient used programmer in standing position and was able to successfully connect to ins. The patient said programmer shows she was in program 4 at 2.0 volts. She was very overwhelmed with the good results of her therapy. Before implanted, she was soaking her clothes 3 times a day and wearing 'super duper' poise. The patient went from going through many pads a day to now wearing 1 medium poise in a day. Before implanted, if she had to go to the bathroom in the middle of the night, she would leak the entire way, which would pour out of her. After implanted, if she had to go to the bathroom at night she can make it to the toilet. The patient can actually sleep at night without a pad and wake up dry. Even though patient was very grateful for how therapy helps her, her ob/gyn wants her to be totally dry. Healthcare provider turned up her stimulator at her last visit 3 months ago. Since he increased, she did not notice any change/improvement. Also reported since implanted, her symptoms become a little worse, she leaks more when she does not feel stimulation but still nothing like it was before. Some days were better than others. She got out of the car and was walking across the parking lot and she felt herself leaking again. She has not done it in a long time. She thought maybe the lead moved a little bit, then she twisted body the other way and she could feel the stimulation. If she moves her body the other way, she cannot feel the pulse. The patient was scheduled to see her hcp. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that they had not seen the patient since 2015. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 3889-33, lot# va0fvp5, implanted: (B)(6) 2014, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had a loss of therapy because the lead wire kept shifting. The stated their healthcare provider told them the lead kept shifting due to medical history of broken tailbone when they were a kid and there was nothing there to anchor the lead. The patient also reported it was because they were really active. The patient confirmed the broken tailbone was prior to implant. They stated they had the lead repositioned a few times, but they might just have the device removed once the battery depleted since the lead kept shifting. The stated the device still worked every once in a while. No further complications were reported or anticipated.